Manufacturer narrative:
(B)(6). Dexcom reviewed receiver data on 7/15/2014. The complaint of inaccurate readings is confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on 6/30/2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.